Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and identified the iodine sponge to be completely inside of the cap. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sponge was found completely separated from the minicap. No patient injury or medical intervention was reported along with this complaint. No additional information is available.